Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited under sensing. No intervention was reported. The patient would continue to be monitored.